Event description:
It was reported that the patient is being considered for a revision procedure due to screw fracture. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b2; b3; b4; b5; d2; d6b; d9; d10; g1; g2; g3; g6; h1; h2; h3; h6. Corrections to b2, b3, d2, d10, g2. D10: associated product information, part (lot): - 010000589 (559880) . The reported event is confirmed by the provided x-rays. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a healthcare professional. A review of the available records identified the following: single view of the left shoulder demonstrates a reverse total shoulder arthroplasty with a fractured inferior glenoid screw. No bony fracture was seen. No definite loosening. Fit and alignment of the implants are appropriate. Normal bone quality. A review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient experienced implant shifting due to a screw fracture approximately three and a half years (3.5) after a left shoulder arthroplasty procedure. The first stage removal of the fractured screw and glenoid component occurred eleven (11) weeks ago, and an antibiotic spacer was placed in the patient in preparation for the pmi product that will be implanted on an unknown date. Attempts have been made, and no further information has been provided.